Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience with no allegations of any device issues, after been in service for over 25 years. No additional adverse patient effects were reported. No further information was available from the field.